Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that the lv lead is off because of diaphragmatic stimulation. Patient is in a mode switch and has diaphragmatic stimulation now. Ts directed caller to make. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).